Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the needles have been very dull lately.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 5,832 units. There are no units in stock in b. Braun surgical's warehouse. We have received 12 closed samples for analysis. We have checked the needles of the samples received and the tips, edges and geometry are within the specification. We have tested the needle penetration performance (average 1st penetration) of 10 of the needles received and the results fulfill the specification. Needle penetration performance results (average 1st penetration) of needles received is 0.456 n and fulfils the specifications for this needle (<0.480 n). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.437 n and 0.428 n and fulfilled the specification (<0.480 n). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical's requirements. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.